Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump has unexpected battery power loss. It was also mentioned that the customer put a new battery in and it works but it¿s not coming up to the main screen and it¿s beeping and vibrating. Blood glucose level was unknown at the time of the incident. No further details were provided. The insulin pump will be returned for analysis.